Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 39 mg/dl and the current blood glucose level was 298 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer stated the reservoir was showing the same amount of insulin as shown on the status screen. Customer stated that the programming was accurate. Customer states they were not worn during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.